Event description:
The customer's nurse called and reported the customer was hospitalized with high blood glucose and diabetic ketoacidosis, after having woken up feeling bad and vomiting throughout the day. Customer's last blood glucose measurement at home before hospitalization was 337 mg/dl. The customer's doctor wished to change the basal rates. It was confirmed the basal rate was correct and advised to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.